Manufacturer narrative:
A report was received indicating leakage within the device packaging. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a prefilled syringe containing 3ml of saline solution within the packaging flow wrap, along with visible droplets of a clear liquid. No additional information could be obtained from the photograph. A review of the device history record (DHR) was completed for material number 306593, lot 4268970. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the reported symptom has been confirmed. Without the actual physical sample analysis, a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml saline fill china sp leaked. The following information was provided by the initial reporter: the patient was admitted for cerebrovascular disease. On august 27, 2025, the assigned nurse administered intravenous therapy per physician's orders. After completion, while sealing the line using a pre-filled catheter flushing device, the nurse discovered leakage within the device's packaging, rendering it unusable. The pre-filled catheter flushing device was immediately replaced. No harm was caused to the patient.